Event description:
Time on the pt's device was off by two hours, which caused the pt's blood glucose to become elevated. Device's time had not been reset or changed recently (date of last battery change was not provided). Pt switched to back-up device, and delivered two insulin boluses to self-treat high blood glucose (bolus amount was not provided).